Event description:
It was reported that the lead was dislodged during ep ablation procedure. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.